Manufacturer narrative:
We received one 831f75 catheter with an attached 3ml monoject syringe with limited volume at 1.5ml for examination. Examination of the catheter found two small punctures in the catheter body 32cm proximal of the catheter tip. The punctures were found to enter the proximal injectate and thermistor lumens only. The punctures are 0.051" and 0.017" across. Leak testing confirmed the distal and proximal infusion lumens were patent and did not leak. The balloon inflated clear and concentric and did not leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the thermistor port is leaking serous (IV fluid and blood) bloody fluid). Another catheter was used in the same insertion site and worked successfully. No patient complications were reported.